Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
The customer reported that the radical-7 has a defective display. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, when the device was booted the display immediately went blank and a watchdog alarm with 10 beeps sounded. With this condition the device is unable to engage in monitoring. The 10 beeps continued in a loop until the device was shut down by holding down the power key for a few seconds. Internal inspection indicated a damaged component (u21, current limiter) on the instrument board. The instrument board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).